Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; e3; g3; h2; h3; h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of power supply unit; power supply was interrupted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact with the power supply unit, the power supply was interrupted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center image flickers and enters standby mode. The issue was identified during an unspecified procedure, and the procedure was completed using an olympus backup device. There were no reports of patient harm.